Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as a scratched outer tube and bent outer tube were identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper handling and the application of excessive force to the scope like a fall, shock or similar stress in combination with wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is on-going. Should additional/relevant information be provided, and supplemental report will be submitted.

Event description:
While evaluating the olympus ultra telescope, it was discovered that the unit¿s cover class was damaged. There was no patient involvement during this event.